Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed a pump error indicating that there was motor current error detected. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer could not clear the alarm even with a new battery change. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected communication error alarm or reboot/reset time/date, lost memory anomaly noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.